Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a transmission received from the implantable cardiac monitor (icm) was labelled as atrial fibrillation (af) episodes but the interpretation of the rhythm was questioned by the physician. Further review noted the episode was being labeled as af due to the r-r variance and lack of consistent p waves. As the af was static, it could not be tailored with reprogramming and the icm was likely to store more episodes like these moving forward. The icm was being monitored. There were no patient consequences.